Manufacturer narrative:
Date of event: date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient saw a "software problem" message which read "1. Intellis 2. 3.0 3. 58 4. Qf new". The patient was in the process of charging the ins when this occurred and the charge status was fluctuating between excellent and good and then it would "go off". The patient was in the process of adjusting the antenna when the message came on. They adjusted the antenna all the time and it occurred when sitting (the patient couldn't stand all the time to charge). One time when they were trying to charge while laying down it shocked them- like a static shock or when one sticks their finger into a light socket. They removed/reinserted the battery pack and the software problem issues was resolved. The patient also noted that they were having to recharge twice per day and they met with a representative who adjusted their ins so it didn't take as much juice and so they didn't feel the stimulation in th eir legs. The patient cut down using the ins at night so they didn't have to charge so much as well. No further complications reported.

Event description:
Additional information was received from the patient on (B)(6) 2019. It was reported that the patient charges their implantable neurostimulator (ins) in the morning and the battery would be low ¿before even 10 hours¿. The patient was recently reprogrammed because she was charging too often, and this issue was still happening. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) for possible reprogramming. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the cause of their charging issues was due to feeling shocking for a second. They stated that they turned the device off and back on again, and never felt the shocking again. No further complications were reported or anticipated.